Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a 14 fr. Balloon slg. The customer reports that the nutriport was installed on (B)(6) 2013 in the evening, and in the morning it was found in the bed with the balloon burst. The pt had to return to the hospital to have another device inserted because the access was blocked. The pt did require sedation in order to insert another device. The pt was sedated with versed and fentanyl. Parents reported that the pt did get the flu, shortly after the re-insertion but no medication was prescribe for the flu. It was also reported that while in the hospital for the reinsertion, the pt acquired a gastro intestinal infection.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product was manufactured on 08/30/11. The device history record (DHR) was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. No samples were received by covidien for evaluation. Because samples were not available for evaluation, the issue reported by the customer could not be confirmed. The supplier of this product sent a report to explain that according to the root cause investigation, where they conducted testing on similar balloons, they found that it takes greater than three times the specified inflation amount in order to replicate the type of burst. It would appear that this unit was either grossly over inflated or came in contact with a sharp object leading to its failure. Inspection of the cuff under magnification did not reveal any molding issues. Corrective action was not required since it was determined that the observed failure mode did not result from the manufacturing process. All of the finished goods were released for shipment in accordance with suppliers documented final product disposition/release procedure and covidien certification requirements. This includes the requirement that all nutriport are 100% leak tested twice prior to shipment. The supplier will continue to monitor complaints for recurrence of this issue. The current process was reviewed and the condition reported by customer could not be present during the packaging of the product. According to the suppliers response this complaint does not warrant a corrective action since the root cause is not attributed to manufacturing. The process is running according to product specifications meeting quality acceptance criteria. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.